Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6 the device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for e. Coli (per the customer contact: "the initial test was 2 colonies of e-choli and then the second test was 4 colonies for e-choli"). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.